Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "when taking needle shield off needle hub goes off with it. Consumer returned to this pharmacy 1 syringe with a needle hub stuck in the shield. Sending mailing kit and replacement. Pharmacy will give consumer a box today from supply."

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-29. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for needle hub separates on lot # 8344560. Investigation summary: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported when taking needle shield off needle hub goes off with it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Sample will be forwarded to manufacturing (holdrege) on 02jul2020 for further review. A review of the device history record was completed for batch# 8344560. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4), "on 01jul2020, holdrege received a photo complaint. A visual evaluation of samples found (1) syringe with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "when taking needle shield off needle hub goes off with it. Consumer returned to this pharmacy 1 syringe with a needle hub stuck in the shield. Sending mailing kit and replacement. Pharmacy will give consumer a box today from supply."